Event description:
The recipient is reportedly experiencing open electrodes due to device migration. The recipient is a poor performer. Device testing revealed abnormal results due to open electrodes. A CT scan confirmed device migration. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts to the electrode prior to receipt. Photographic imaging revealed cut electrode wires. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Scanning electron microscopy (sem) electrode analysis revealed tensile breaks near electrode ground ring on some electrodes. Photographic imaging inspection and scanning electron microscopy (sem) analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts to the electrode prior to receipt. Photographic imaging revealed cut electrode wires. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Scanning electron microscopy (sem) electrode analysis revealed tensile breaks near electrode ground ring on some electrodes. Photographic imaging inspection and scanning electron microscopy (sem) analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: date of event, explant date, & device available for evaluation. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient is healing well.